Event description:
Pt underwent partial left knee arthroplasty in 2005. Pt had multiple corticosteroid injections for swelling and pain in the knee medially. Knee continued to hurt. Xray in 2007 showed a loose piece of metal and then those taken one week later showed obvious fracturing of the femoral component with displacement. She has been non-weight bearing since. Pt had a revision unichondral total knee arthroplasty in 2007. Pt was discharged ambulatory with walker 3 days later.